Event description:
The xi monopolar curved scissor was returned to me stating it has a bent tip. It was last used on (B)(6) 2018 with 8 lives remaining on it. It was removed from circulation and will be sent back to intuitive for reimbursement. No other documentation was found to indicate malfunction of any kind during its last use.